Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c311 analyzer from (B)(6) 2012. A doctor called to question a sodium result, but the customer stated no treatment was given. The customer stopped running the analyzer, cleaned the probes, and did the daily pipe and daily maintenance. The customer pulled the samples that had been tested, repeated them, and sent out corrected reports. The customer repeated the samples on the original analyzer and a cobas 6000 c501 analyzer at their core laboratory. The c501 analyzer results were not provided. The customer has not had any issues since. The first patient had an initial sodium result of 125 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The second patient, a (B)(6) female, had an initial sodium result of 130 mmol/l accompanied by a data flag. The repeat result was 138 mmol/l. The third patient, a (B)(6) female, had an initial sodium result of 131 mmol/l accompanied by a data flag. On (B)(6) 2012, the repeat result was 139 mmol/l. The fourth patient, a male, had an initial sodium result of 132 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. The fifth patient, a (B)(6) female, had an initial sodium result of 132 mmol/l accompanied by a data flag. The repeat result was 139 mmol/l. The sixth patient, a (B)(6) male, had an initial sodium result of 129 mmol/l accompanied by a data flag. The repeat result was 137 mmol/l. The seventh patient, a male, had an initial sodium result of 127 mmol/l accompanied by a data flag. The repeat result was 136 mmol/l. On (B)(6) 2012, the eighth patient, a (B)(6) male, had an initial sodium result of 132 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. On (B)(6) 2012, the ninth patient, (B)(6) male, had an initial sodium result of 131 mmol/l accompanied by a data flag. The repeat result was 140 mmol/l. On (B)(6) 2012, the tenth patient, a (B)(6) male, had an initial sodium result of 125 mmol/l accompanied by a data flag. The repeat result was 133 mmol/l. On (B)(6) 2012, the eleventh patient, a (B)(6) female, had an initial sodium result of 132 mmol/l accompanied by a data flag. The repeat result was 150 mmol/l. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative could not find a cause. He checked the ise system, rinse mechanism, and sampling system. They were all found to be working properly. As a preventative measure, the ise flow path was cleaned. The customer performed calibration and quality control. The calibration passed and the quality control results were within the established range. A precision check was performed and passed.

Manufacturer narrative:
No definitive root cause could be determined. No treatment was given to the patients and corrected reports were issued.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.